Event description:
The customer reported the evis exera iii video system center keeps turning black during procedure. The customer exchanged the cord; however, the issue persists. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter health professional, initial reporter occupation: information not provided. The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿the screen is black¿, was not reproduced. All video output signals and images were normal, and the instrument passed all functional tests. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.